Event description:
It was reported that during a procedure utilizing vectra, the surgeon was implanting screws and three inner shaft tips and one extraction screwdriver tip broke off. After fluoroscopy was used, the surgeon decided he didn't like the trajectory of one of the screws. In order to remove the screw, a new extraction screwdriver was needed and was flash-sterilized. This caused less than a 15 minute delay. While the surgeon was removing the screw, the inner shaft and extraction screwdriver tips broke off. It is unknown if the fragments of all six parts are inside the patient or were discarded. There was no reported patient harm. It was reported the procedure was completed successfully. This is 6 of 6 reports for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the product development evaluation reported the tip was broken. The applicable vectra technique guide (reference #(B)(4)) of instruments and implants for anterior cervical plating for spinal fusion was reviewed. The reported instrument 352.311 consists of three components: driver shaft and handle assembly, inner shaft and an outer sleeve. This is an instrument intended to be used for removal of screws from existing implants only. It is also indicated to use instrument 324.105 for screw insertion. Proper instructions and caution notes of potential breakage if not used correctly are included. This device 352.311 is also used to remove screws of the anterior cervical compression system (accs). Two (2) driver shafts instrument 352.311 were returned without outer sleeve and one (1) separated inner shaft (old part) of instrument 352.311 were returned; lot numbers of each received device is unknown. Upon inspection of these returned devices, the reported condition of broken tip was confirmed. The distal threaded tip of the inner shaft was received fractured off and the liberated portion was not received. Regarding the driver shafts, both tips were found to be fractured across all four driver lobes. The liberated pieces were not received. An off axis loading condition can contribute to cause the fractures seen and also the force applied could exceed the tensile strength of the respective tips. However, it is unknown if these conditions were present when instrument was being used. Also, if the screw driver is used for insertion may contribute to cause this complaint as this instrument is intended to be used only for extraction. The applicable and related component drawings (tip level: 352_311 rev. H, shaft and handle assembly: 352_311_1 rev. H and inner-shaft: 03_613_004 rev. C and old shaft 352_311_2 rev. F) were reviewed. The drawings call out the appropriated dimensions, material (stain steel 465 for the inner shaft, either the new or the old one and 440a or 440b for driver shaft) and finishing processes for a successful device design. The inner shaft material was changed as a result of CAPA 2405 (dco (B)(4) released on 8/24/2006) and later a new shaft was made (dco (B)(4) released on 10/30/2007) which knob was improved to include the legend ¿fully tighten¿ (dco (B)(4) released on 03/03/2009) and although the lot number of the received inner shaft was not provided, the returned shaft shows part 352.311 (old shaft) however it is not clear if it was made prior to the material change. Additionally, the torque required to fracture (all four lobes) a nominal driver shaft in shear has been calculated (see attachment) being 6.2 nm. The instrument 352.311 was found to be to be adequate for its intended use as it is robust to remove cervical screws. In conclusion, it is unknown how these failures occurred; the involved shaft was made prior to the improvement changes and the driver shaft was found robust to remove cervical screws. The current device design was found to be adequate for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.